Manufacturer narrative:
Conclusions - in the mr system log files it was observed that high sar values were used in all examinations, including the examination that led to the burn. Due to the fact that the protection between coil and patient slipped, there was insufficient distance left between patient and the coil which resulted in a burn. These kind of incidents can be prevented as much as possible by following the instructions for use. The instructions for use already contains warnings. The system was operating within specifications. No repairs were made to the system.

Event description:
This report is being filed upon notification from our mr manufacturer in another country, of an event that occurred in another country. The patient was having a MRI scan. The anterior face of the left leg received a second degree burn, 15x15 mm. The MRI cable was in contact with the skin.